Event description:
It was reported that the patient had a seroma. The patient was about to begin a surgical revision procedure. There was fluid buildup in pocket and in back, as well. Also, the pump was unable to telemetry and may be flipped. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).